Event description:
It was reported that in the month after a coronary artery drug eluting stenting treatment procedure the pt experienced a hypersensitivity reaction. The index procedure treated one target lesion. Target lesion 1 was a 2.75 mm vessel diameter, 75% stenosed region of the mid left anterior descending artery (lad). The lesion was 28 mm in length and was mildly calcified. The physician direct stented the lesion with one taxus express2 8.8% 2.75x32 mm drug eluting stent without complication. The pt was discharged from the hosp 1 day post index procedure receiving asa and plavix. The site reported that the pt has an ongoing hypersensitivity reaction that started the month following the index procedure. It was described as localized gum bleeding of mild severity. No action was taken by the physician. In the opinion of the physician there is an unk relationship between the event, and the taxus stent.